Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the device. Abbott technical support was contacted; however, no intervention has been performed. The patient was in stable condition.